Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.5/90 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The reporter stated that the patient "does not accept to be loaded again." Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+1.5/090 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting.